Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Band remains implanted.

Event description:
It was reported that the patient was experiencing gerd. Removal of fluid from the band was unsuccessful. During a exploratory lap procedure, to determine etiology of the gerd, it was determined that the patient had a hiatal hernia. In addition, a band slippage was observed. The hiatal hernia was repaired and the band was deflated and repositioned without sequale.